Manufacturer narrative:
Evaluation summary: the field service engineer (fse) evaluated the device and replaced the exhalation valve flow sensor. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had an occlusion alarm and then a safety valve open alarm indicating a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Evaluation summary: one exhalation valve flow sensor (evq) was returned for failure investigation. Visual inspection showed the thermistor to be bent and a form of contamination inside wetted path. Contamination on the thermistor can cause inaccurate temperature readings which influences the measured flow rate by the evq. Contamination on the flow sensor filament causes inaccurate air flow measurements. Possible root causes of the contamination include, but not limited to: an expiratory filter issue, the use of a nebulizer, or the use of an off-label cleaning solution. The bead of the thermistor, which is intended to read the temperature of the airflow, may no longer accurately read the temperature. Inaccurate temperature readings influence the measured flow rate by the evq. The probable root cause of this issue is user misuse; during handling, an object foreign to the evq (e.g. User¿s finger, brush) can find its way into the wetted path, where the thermistor is located, and cause damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.